Event description:
It was reported that right ventricular (rv) lead exhibited low impedance, high threshold and sensing noise. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance, high pacing threshold and noise were confirmed. A complete lead was returned in (B)(4) pieces. Destructive analysis was performed, and visual examination found an internal insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported events was isolated to the internal insulation abrasion under the right ventricular shock coil.